Event description:
Ous MDR - after an implantation period of about 48 months, on (B)(6) 2013 this lead was explanted during the change of mdt generator. Oversensing and high pacing thresholds were observed. Lead electrical values not available now. The complaint was reported to biotronik two years after the explantation. No adverse patient side effects have been reported. The date of implant was not provided.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 16 cm distal to the is-1 connector pin. Both fragments were received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The performance of the lead fragments was scrutinized. Signs of abrasion were found along the lead body. The analysis demonstrated a rubbed through insulation in the area of the tricuspid valves which can be considered to be the root cause of the oversensing mentioned in the complaint description. However, no conductor fractures were found and the electrical measurements of the lead fragments were without peculiarity. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state in the region of the tricuspid valves. Furthermore, deformations of both shock coils were observed. These damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.